Event description:
There is no allefation from a health care professional that death was device related. The cause of death is unkown and no further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.